Manufacturer narrative:
Initial reporter address is:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set would not fit tightly to the titanium adapter which resulted in a leak. This occurred during use of the devices for continuous ambulatory peritoneal dialysis (capd) therapy. The titanium adapter was not replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. A leak test was performed on the connection between the patient adapter and an in-lab titanium adapter with no issues or leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.